Event description:
It was reported that a pump alarmed "no disposable detected" 12 hours attached to the pump. Patient tried to use another pump with the cassette, but same issue occurred. The patient had to prepare another cassette for issue to disappear. As precaution measure, the nurse used another cassette too. Patient fell but no injury observed, fatigue, shortness of breath, leg pain and coldness.

Manufacturer narrative:
Other text: two cadd cassette reservoir was returned for the evaluation of the reported issue. Samples were received in used conditions, decontaminated inside in a plastic bag. A visual inspection was conducted at a distance of 12? To 16? Under normal conditions of illumination to detect sample conditions that could cause functional issues. The samples were received without blue clip and without white cap. The sample failed the tube height test; however due sample being received in used conditions, it is possible that the pump tube height was modify during the use. An accuracy test was performed, and of the two samples tested, only one passed the test. However, due pump tube height samples were modified, it is possible that it caused a variation in delivery. The complaint was not confirmed due to samples were tested and no alarms were activated.